Event description:
A biomed at one of the user facilities called to report a user interface module that will not "calibrate the touchscreen". There was no pt involvement during this event. Carefusion technical support issued a return goods authorization (rga) number to the customer for the return of the alleged faulty user interface module (uim) for eval.

Manufacturer narrative:
(B)(4). The alleged faulty user interface module was received by the carefusion service dept on (B)(6) 2015. The service dept evaluated the device, and were able to duplicate the reported issue. They reloaded the software, but it did not correct the issue. They visually inspected the device, by disassembling it. No loose connections were found. The control printed circuit board was isolated as the root cause of the reported event. They replaced the control printed circuit board, and completed a software download. They then ran post tests to determine that the device was operating per to MFR standards before returning the device to the customer.

Manufacturer narrative:
The control printed circuit board was routed to the failure analysis lab for further investigation. The control printed circuit board was installed onto a known good top level interface module assembly and powered on. The touch screen active areas were touched and all areas responded. The assembly was powered off then back on into service mode to perform a touch screen calibration and was able to calibrate the touch screen without any issues. The assembly was left to cycle for 1 hour and again tested the touch screen response accuracy and was still unable to duplicate the reported issue. Findings/root cause - could not duplicate the reported issue.